Manufacturer narrative:
Physio-control determined that the cause of the reported issue was an electrically open inductor, designator l1, on the analog pcb assembly. It was observed that legs 2 and 3 (ground side) of inductor l1 had 82 k ohms of resistance when there should be zero (0) ohms of resistance.

Manufacturer narrative:
Physio-control provided the customer with a replacement device. Physio evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was performing an inspection of the customer's device when it was observed that the unit would not power on when prompted. There was no patient use associated with the reported event.